Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 512 mg/dl. There was no reported need for assistance from third party. Customer had not yet taken action to address high blood glucose when calling, so technical support provided instructions to reset pump, assisted with successful reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction code occurred again, which caller acknowledged and understood.